Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. According to the csr, the tip cover accessory was discarded by the site. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that the mcs tip cover accessory installed on an mcs instrument came off, fell into the patient, and was retrieved. At this time, there is no indication that the patient was harmed or injured because of the reported issue. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci myomectomy procedure, the monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument came off and fell into the patient. The tip cover accessory was retrieved. The surgical staff did not know how the tip cover accessory came off the instrument. The tip cover accessory was discarded by the site. No patient harm, adverse outcome, or injury was reported. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint, the clinical sales representative (csr). The csr was present during the surgical procedure and watched the surgical staff install the tip cover accessory on the mcs instrument. During the surgical procedure, the tip cover accessory was observed to be installed correctly on the mcs instrument. After the surgical procedure was completed, the surgical staff removed the instrument and noticed that the tip cover accessory was missing from the mcs instrument. According to the csr, the surgeon was able to find the tip cover accessory sitting on top of the patient's bowel. The tip cover accessory was retrieved during the surgical procedure. He denied that an x-ray or additional surgical procedures were performed to retrieve the tip cover accessory. The surgical staff did not find any damage on the mcs instrument or tip cover accessory. The surgical staff discarded the tip cover accessory. No intra-operative or post-operative complications were reported.